Event description:
It was reported by the caller that during a procedure the stockert generator automatically increased the power settings during rf energy application. The customer requested servicing for the stockert generator. The customer was advised that if the generator was increasing power without user input, they should not use the generator and send it to servicing /repair canter to be evaluated. As the automatically increasing of power by the generator under power-control mode can be a potential risk to the patient, this event is reportable.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, this stockert generator would automatically increase power settings during rf energy application. The stockert was sent in for evaluation in order to recreate the reported condition however, the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. The customer complaint cannot be confirmed. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted to the FDA once that the analysis repair is completed. (B)(4).